Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncope and palpitations. The right ventricular (rv) lead exhibited undersensing on electrograms (egm). The rv lead  was capped and replaced. No further patient complications have been reported as a result of this event.